Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the oasys blocker was confirmed via the xray to have a blocker that backed out of the polyaxial screw head causing a rod to disengage from the polyaxial screw. Manufacturing files were reviewed and no incidents were found. Conclusion: the torque wrench was reported to have been used in the original surgery, however it was not known if the blockers were final torqued to the recommended torque (3 nm) in the surgical technique. The stryker rep reported that the patient may have had poor bone quality and also believed that the patient's activity level to be low, so the cause is multifactorial.

Event description:
It was reported that during explanation of cervical and thoracic oasys screws, there was disassociation of blocker to rod on right side c2-t1 left side of t1. Additionally while extracting t1 the tulip head disassociated from screw.